Manufacturer narrative:
(B)(4). The device experienced no flow during patient infusion. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector experienced no flow during. The customer attempted to administer vasopressor medication at the maximum dose (100ml/hr) in response to a patient¿s blood pressure dropping. The drug was being administered with an unknown IV pump through the central line. The patient's blood pressure continued to drop. When the one-link connector was removed the medication began to titrate. The patient's blood pressure improved. The line was checked for obstructions and was clear. The medication would only infuse when the one-link was removed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.